Event description:
Customer reported a malfunction in the pump, which did not result in the customer¿s blood glucose level exceeding 500 mg/dl. There was no adverse impact to the customer's blood glucose level. The pump was replaced to resolve the issue, and the customer will use multiple daily injections (mdi) as a backup therapy until the replacement arrives.